Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity single-use biopsy forceps was used during a biopsy procedure. According to the complainant, the device opened and closed without issue, prior to being used in the patient. When advancing the device over the elevator of the scope resistance was felt. The device was advanced into the patient and tissue was collected. When the device was withdrawn from scope resistance was felt. The physician then noted that the clevis was bent. There was no damage to the scope. The procedure was completed with another radial jaw 4 standard capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
On october 4, 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged power issue began on (B)(6) 2010 at 5:45am. The patient informed the cca that he manages his diabetes with oral medications. It is not known if the patient made any changes to his usual diabetes management regimen when the alleged issue started. The patient claimed that on (B)(6) 2010 at 7:00am, he felt dizzy, drowsy, and developed a headache, "sticky mouth" and "a lot of thirst". At the onset of symptoms, the patient stated he took an increased dose of his oral medications. The patient also reported treating himself with food and/or drink. At the time of troubleshooting, the csr discovered that the patient had not replaced the subject meter's battery per the owner's booklet recommendation. The patient did not have a new battery at the time of the call. Replacement products were sent to the patient. The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing and the primary complaint was not confirmed. However, a secondary issue was observed where the subject meter's battery was observed to be low or dead. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. This complaint is being reported because the patient claims he was unable to test his blood glucose, due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195.